Event description:
It was reported that device was unable to enter MRI mode. Lead diagnostics showed that contacts 1-8 had high impedances. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Correction: section h6 - codes updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01659. Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.